Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: why do they think the reported issue was caused by the cartridge? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? Response: the surgeons felt that the leak was caused by the cartridge due to the positioning of the small ischemic areas lateral to each staple with the common channel firing. The stapler was set to the gold setting for both the common channel and the closure of the common opening. The closure of the common opening staple line had no concerns. The surgeon has fired this stapler hundreds of times with no previous concerns. The leak was identified due to patients¿ symptoms. The two consultants, once reopened, decided to over-sew the bowel, folding in the ischemic areas. The patient has since been discharged and is doing well. Patient¿s co-morbidities? I do not know the patient¿s comorbidities. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a right hemicolectomy the case went well. However, day 5 patient developed a leak and was returned to theatre. Two consultants re-operated and noted that there were small areas of necrosis lateral to each staple. They both felt that these areas were caused by the cartridge somehow. Patient is improving after the re-operation.